Event description:
It was reported that a week after implant, during a device check, the battery longevity was reading less than expected (1.5 - 3 years). However, at the two month visit, the battery longevity was closer to expected (2.5 - 6 years). One month after implant, the patient complained of tenderness and pain over the implant site following house and yard work. The patient was treated with medication for pain. The device is still in use. The patient is part of the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.